Event description:
The customer reported that the system is always getting overload fault errors. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the error messages. He checked the battery supply voltage and found that batteries need to be replaced. Also checked hv cable at the x-ray tube and was unable to remove cables from the tube. Retaining rings and nuts are jammed onto the tube. The rep removed and replaced battery pack assembly, tube, hv cable, and sensor on tube. Also needed to install new hv retainers and nuts. Checked operation by fluoring and performing multiple c-arm commands. System displaying temp sensor error, but signal made it back to motherhood on the c-arm. Will need to open another call when customer wants to further trouble shoot.